Event description:
It was reported that during a low anterior resection procedure, the stapler presents two problems, first with the making of the jareta and then with the firing didn´t staple. They change the stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on (B)(6) 2010: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however, the instrument was received fully loaded with staples. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. A batch record review was performed and no anomalies were found during the manufacturing process.